Event description:
During a full revision surgery on (B)(6) 2016, the patient experienced an asystole. The asystole was reported to have occurred after the patient's old lead electrodes were removed from the neck for a brief two seconds. The physician suspects that the electrocautery might have touched the lead while it was being removed, which may have been a causal factor in regards to patient's systole. The generator was already removed from the patient by that time. No interventions were taken regarding this and the surgery was completed without any issues. The patient was implanted with a new generator and lead. Diagnostics were performed and confirmed to be within normal limits. Patient was programmed to the previous settings. The explanted products were reported to be discarded. The patient was reported to be doing fine with no issues following the surgery.